Manufacturer narrative:
Section was updated with additional information received and section was updated with the product number as it was originally unknown.

Event description:
Per additional information received on 2/8/2017 there was no blood loss . Blood foam was used during dialysis. The catheter was implanted in (B)(6) 2013 and removed (B)(6) 2017. No additional information could be provided.

Manufacturer narrative:
Submit date: 2/1/17. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer reports that there was a partial break of the connector of the palindrome. There are no additional details available at this time.

Manufacturer narrative:
As no lot number was identified, a manufacturing device history record (DHR) review of product and process changes for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. One partial catheter adapter was received for investigation and analysis. The catheter presents signs of use. Visual inspection of the sample revealed the venous (blue) adapter broken on the thread pitch area. In addition, the sample was magnified. Its analysis showed no marks that could indicate the use of an instrument. The adapter showed evidence of fractures that may indicate the application of an external force. An ishikawa diagram was used to determine the potential causes for this event. This reported condition has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information and the result of the sample evaluation, it can be concluded that the product was manufactured according to specifications and it functioned as intended for the reported amount of time. Therefore, it can be concluded that the adapter was more likely damaged during use. No trends or triggers have been found, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for (B)(4) material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports that there was a partial break of the connector of the palindrome. There are no additional details available at this time.